Event description:
On 3/28/97 during a stem call collection procedure using the cs-3000 plus blood cell separator, the operator noticed after 2 l of whole blood processed, approx. Half hr after the procedure had started, that the pump handle had been left open. This caused the pt to receive an excess of acd solution. In half hr the acd bag showed that 657 ml had been used. The procedure was being run at ratio of 12:1. The pt complained of tightness of the chest and tingling of the body. The procedure was immediately discontinuted and the machine placed on halt/irrigate for 30 minutes. Approx. 1 l of saline was given to the pt to minimize the reaction. No medication was given (the pt had been given oxical at the onset of the procedure per the depts procedure). The procedure was completed and a total of 10 l of whole blood was processed at a ratio of 13:1. The pt was released in good condition from the apheresis room back to her hospital bed where she was already an inpt.